Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, visual analysis of returns, retains analysis, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Trending analysis for product malfunction code (pmc) 'suspect positive bi' was reviewed from 8/2014 to 2/2015 a significant trend was observed; a CAPA has been opened to address the issue. Trending analysis of 'suspect positive bi' for this lot was reviewed from manufacturing date to complaint open date; trending was not exceeded. The suspect positive bi was received. The ci disc was gold, cap depressed, vial is crushed, and yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There were no punctures on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retain bis from the lot involved were subject to functional evaluation, all of which met specifications when used per instructions for use (IFU). The sra indicates the risk associated with this event is low with no impact to safety and harm level as negligible. The cyclsure® 24 bi was returned and visual analysis confirmed the suspect positive bi event. However, assignable cause for the event remains inconclusive. It is unlikely the suspected positive bi was caused by a performance issue as DHR review found no anomalies that would contribute to the positive bi result, and retains met functional specifications when processed/used per IFU. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed and the customer stated subsequent bis were negative for growth. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) suspect positive bi. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. The media in the crushed vial was yellow confirming the positive indicator result. There were no punctures on the plastic vial or tyvek® liner which could cause a false positive from external contamination. No manufacturing related anomalies observed.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 28 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was not released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.